Event description:
It was reported that the pt had experienced severe hallucinations, insomnia and could not eat. This continued for over a month. The reporter indicated that the pt was hospitalized (dates not reported) but the doctors were unable to identify a cause and the pt was discharged without any improvement in her condition. It was also reported that the hospital maintained that the problem was not from baclofen withdrawal. Additional info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available. (See MFR's report # 2182207200807340).